Event description:
It was reported that during a da vinci hysterectomy procedure, the prograsp forceps instrument was not articulating correctly. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was unable to confirm the reported failure mode, as the instrument passed a friction test on an ipt tester. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .046 - .125 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found.